Manufacturer narrative:
The reported events were unacceptable capture threshold and ¿helix was slightly bent at an angle.¿ as received, a complete lead was returned in one piece with the helix retracted, bent and clogged with blood/tissue. The reported event of ¿helix was slightly bent at an angle¿ was confirmed. X-ray examination of the lead found the helix was bent consistent with procedural damage. The cause of the reported event of ¿helix was slightly bent at an angle¿ was due to procedural damage. The reported event of unacceptable capture threshold was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high capture threshold. It was also noted that the helix of the lead was bent. The lead was not used and replaced during procedure. There were no patient consequences.